Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for lumbar disc herniation. It was reported that the screw sliding wire. Posterior discectomy was performed, and posterior lumbar was fixed with a screw rod. The product has been in contact with the patient, but has been removed after slipping. There was no patient symptom reported. There were no further complications reported regarding the event.